Event description:
Consumer reports getting very out of range readings with their meter. Analysis run on clark error grid using mean avg. Reading (172) as ref. Point vs. Bd readings (44, 300) yielded data point in the c range of the grid, outside acceptable limits.